Event description:
A customer contacted global technical service (gts) regarding a low ultrafiltration (uf) alarm, which occurred on the home choice pro (hcp) during use, at the end of therapy. The registered nurse (rn) stated that after the home patient (hp) pressed stop and go, the hcp cleared the alarm and displayed "end of therapy." After the hp pressed, go the hcp, then displayed high drain (indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume, meeting increased intra-peritoneal volume (iipv) criteria). The technical service representative (tsr) explained the message. The rn believed that maybe the hp was set last night with one 4.25% bag and two bags of 2.5% and they connected the 4.25% to the heater bag and the two bags of 2.5%, to the supply bag. The hp was going to go back to using 2.5% solution bags only for the night. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance (ps) spoke with the registered nurse (rn) on (B)(4) 2012, regarding the reported high drain alarm. The nurse stated she definitely thought the alarm was caused from the patient using a red 4.25% bag that night. She stated that the patient lost (B)(6) pounds and is doing great. She stated as a result, the patient now uses primarily green 2.5% bags. She stated that there were no reoccurrences of the alarm, and no further issues with therapy. No patient injury or medical intervention was reported. No allegations were made against any baxter products.

Manufacturer narrative:
(B)(4). The device is not available at this time. Should additional information become available, a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). Global pharmacovigilance provided the following information provided by the patient's registered nurse (rn) on (B)(4) 2012. On an unreported date, the patient began pd therapy with dianeal pd4. Additional product and dosing information was not provided during the phone call. The patient was previously on hemodialysis, prior to initiation of peritoneal dialysis (pd) therapy with dianeal. Start and stop dates of hemodialysis were not provided. Since switching to pd, the patient had lost a lot of weight (24 pounds). Per the rn, the patient needed to lose the weight and is "doing better." Patient medical history included congestive heart failure (chf) and kidney failure. Global pharmacovigilance provided the following information obtained from the patient's peritoneal dialysis registered nurse (pdrn) on (B)(6) 2012. On an unknown date, the patient started hemodialysis (hd) for kidney failure. The patient was in the hospital for 5 to 6 weeks prior to being admitted to the dialysis facility. Reason for hospitalization was cramps in legs. Per the pdrn, cramps in legs were considered to be caused by hd. While still in the hospital (same hospitalization), on (B)(6) 2012, the patient was started on peritoneal dialysis (pd) therapy with dianeal pd4 ambuflex, 10 l total fill volume (four cycles of 2.5 l each) nightly, and dianeal pd4 ambuflex 2 l as a daily last fill, both administered intraperitoneally (ip) for pd. On an unreported date, the patient was discharged from the hospital with both hd and pd as available options to the patient. Pd therapy continued when the patient returned home. Per the pdrn, pd was more effective at removing fluid overload (including swollen scrotum) assumed to be caused by hd. Whereas hd (received three times a week) pulled off 3 l of fluid at a time, pd pulled 2 l of fluid from the patient daily. Per the pdrn, the patient's 24 pound weight loss was due in large part to switching to pd, which pulled a larger quantity of fluid off the patient than did hd. At the time of this report, the patient's weight loss has leveled off. Pd therapy was ongoing at the time of this report. The pdrn considered the patient's weight loss to be unrelated to the dianeal solution itself, and reiterated that the patient needed to lose the weight anyhow. Please note that cramps in legs, fluid overload, and swollen scrotum occurred prior to initiation of pd therapy. Upon completion of baxter's investigation, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). Additional information:this condition was confirmed, as the rn reported a high drain alarm. However, the root cause of the report could not be determined. A service history review revealed no previous service events that were related to the reported condition.